Manufacturer narrative:
The gehc service representative replaced the adjustable pressure limiting valve, and the unit was returned to service. No report of patient involvement. Date of device manufacture year is 2001. The month of manufacture was unavailable at time of MDR filing.

Event description:
The gehc service representative observed the adjustable pressure limiting valve was broken causing a loss of manual ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the apl damage was just cosmetic and did not affect the unit's ability to manually ventilate. Reported complaint does not affect the function of the anesthesia machine and therefore, is not a reportable event.